Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. During an ablation procedure, an orion catheter was selected for use. After the ablation, the orion catheter was removed and the patient¿s blood pressure lowered from 70 to 60 units. An echocardiogram was completed and a pericardial retention was confirmed. Cardiac tamponade was also noted. A pericardial puncture was performed and 150 - 200 ml of blood was aspirated. The physician commented that when the orion catheter was moved from the right atrium to right ventricular outflow tract was when injury may have occurred. During observation, the blood pressure was noted to be 120 -130 units. The procedure was completed. No further patient complications were reported and the patient¿s status and prognosis is good.